Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was not detecting lock/latch and had a damaged downstream occlusion seal. Found during testing, there was no patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 11/01/2024. One device was returned for analysis. Visual inspection found a missing downstream occlusion seal. Review of the event history log (ehl) showed multiple downstream occlusion alarms. A functional test was performed the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was repaired. The service history review had no indication that the complaint was related to a service of the device within the review period.